Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device did not work properly during a surgery. It was further reported that the patient joint was became swollen more then expected when the pump was set at low pressure. There was no harm for patient, operator or third party reported. No information provided by the customer. Update 10-aug-2022: during shoulder arthroscopy there was an enormous discrepancy between set roll pressure and actual pressure. The pump pumped more fluid into the patient at a higher pressure than set. With a set pressure of 50 mm/hg, the shoulders were enormously inflated with strong soft tissue edema, which had a clear negative influence on the postoperative course. This had a significant negative effect on the postoperative course. Despite patient got an edema the surgery was finished successfully. Tubing with part number ar-6420cl was used with this pump. There was no alarm or error message and a clamp test was performed. The tubing was already discarded. Update 18-aug-2022: there was a massive soft tissue edema of the shoulder, ventral thorax and upper arm occurred. There was no special follow-up treatment, except for adapted analgesia and close monitoring to exclude a compartment.

Manufacturer narrative:
The complaint allegation was confirmed, and other failure modes were identified. (1) unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was visually inspected, and it was noted that the left latch door was wobbly, possibly from a loose screw. Further review of the pump sub-assembly and components showed no functional issues with the tubing connector. The warranty seal was absent, indicative of potentially unauthorized repair attempts. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and no error messages and no audible alarms were triggered. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A clamp test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an over pressure failure on the pump, and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate the pump did not trigger an alarm and the rollers did not stop moving.